Manufacturer narrative:
Samples were not returned to the investigation site for evaluation. The device history records (DHR) for the patient interface lot was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device could not be reviewed due to missing of serial number. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the flap creation of a lasik procedure, an image appeared as if it was "inputting air" and the cuts were incomplete. The procedure was aborted and will be rescheduled at a later date.